Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow keypad button became less responsive to button presses and now requires hard presses in order to get a response. She stated that the issue started 2 weeks ago and became worse 2 days ago. The patient claimed that the up arrow button felt different when pressed and that it did not click or "pop" back. The keypad was reportedly intact and the patient wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and contrast keypad buttons were intermittently responsive. The contrast keypad button has no effect on insulin delivery function. All of the keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast and ok key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.